Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) tip broke off. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The surgical task being performed at the time of the device break was dissection. The surgeon believes that the cause of the instrument break was a defective instrument. The instrument was used three times prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during a surgical procedure. The instrument did not collide with any other instruments or other hard material. The fragment did not fall inside the patient during the instrument tip or accessory collision. The instrument was removed during the surgical procedure. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or the instrument after the event. The fragment was retrieved during the same procedure. It was visually confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragments. No post-operative tests like an x-ray or ultrasound were performed to check for the remaining fragments. The procedure was completed robotically. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. The instrument fragment is available for return. There are no photographic images or video recordings available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis on one side of the ears of the clevis. Also, the instrument was found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. The broken pieces (distal clevis and yaw pulley posts) were not returned with the instrument. The clevis did not show abrasions or scratches on the outer surface.